Event description:
It was reported to tyco healthcare/kendall on august 10, 2006, that a customer had a problem with a foley catheter. The customer stated during the pre-testing of the balloon, they were unable to deflate the balloon.